Event description:
It was reported to medtronic minimed that the customer reported scratches on the screen making it hard to see, sticky buttons, slower plunger rewind, rejection of batteries, unexpected no delivery alarms, and constant loss of connection. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-332a, mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08740 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. The trace and history files were successfully downloaded using thump. The pump was paired with a guardian link 3 (gl3) transmitter (gt-7919860n) and a test plug. The pump was calibrated to a programmed test value properly. The pump was monitored while connected to the transmitter and the test plug. No unexpected pump-to-transmitter communication errors, lost sensor alarm, or additional sensor-related errors noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, minor scratched lcd window, stained keypad overlay, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. The pump rewound normally (no slow rewind noted), all buttons functioned properly (no sticky buttons), there were minor scratches on the lcd window however, the display was able to be read without difficulty. No stuck button alarm, battery failed alarm, or unexpected no delivery (insulin flow blocked) alarm occurred during testing or could be found in the pump history and pump diagnostic trace files. No unexpected pump-to-transmitter communication errors, lost sensor alarm, or additional sensor-related errors noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.